Event description:
Patient reported "sizzling and burning smell" coming from the pump battery and battery compartment. Patient stated she removed the battery cover and noticed the battery was "sizzling". Patient reported there was corrosion and discoloration in the battery compartment and a burning smell coming from inside of the pump's battery compartment. No adverse event reported. Requested return of the alleged pump and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.